Event description:
The original procedure was performed on (B)(6) 2015. The physician suspected of a type 3 endoleak at the socket where the contra-lateral leg is attached to the stent-graft main body. The physician decided then to implant a distal extender inside the socket in order to cover the junction between the stent-graft main body and the contra-lateral leg. On the follow-up performed some days later, it was noticed that the aneurysm sac had increased, probably noticed that the aneurysm sac had increased, probably due to a type la and a type lb endoleaks. A re-intervention was performed on the (B)(6) 2015 in order to place a competitor proximal extender and two competitor legs and therefore solve the possible type la and type lb endoleaks. Although the right internal iliac artery was occluded, the endoleak was successfully resolved and the patient was discharged. Model#: sg-hbl-56-16, lot# bz5378-1, expiry date: 08 sept 2016, manuf date: sep 2014. Model#: sg-hde-14-51, lot# ca53783-1, expiry date: 01 sep 2016, manuf date: sep 2014.

Manufacturer narrative:
(B)(4). DHR review: a full review of the device history record for this device has been carried out with no anomalies identified; the product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. An investigation has been started and a follow-up report shall be filed upon conclusion.